Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was going blank. The customer reported that they received a battery out limit alarm. The customer's blood glucose was 134 mg/dl at the time of incident. The customer stated that they used a brand new battery on the insulin pump. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The insulin pump will not be returned for analysis.